Event description:
A 2.5mm diameter x 24mm length endeavor sprint rx drug-eluting coronary stent was deployed into a pt. The target lesion, located in the rca 3-4av (right posterior lateral) was described at bifurcation with 4pd (right posterior descending), excessively tortuous, calcified with 99% stenosis and was pre dilated. Prior to this, stenosis was confirmed at rca #3-4av. Thrombus was observed at 4pd which was aspirated. Poba was also performed at rca # 3. However, it was reported that ivus performed after post dilatation of relevant stent confirmed stent deformation at bifurcation of 4av and 4pd. A 2.5mm diameter x 8mm length endeavor sprint rx drug eluting stent was deployed at the portion of deformation. Poba was also performed and iabp support was started. However, thrombus was confirmed at 4pd (MFR 2953200-2010-00929). Antiplatelet therapy was administered. Thrombus aspiration was performed then ganz catheter was inserted. The pt is reported to be recovered and no other clinical sequelae were reported. The physician commented that the cause of thrombosis is unk.

Manufacturer narrative:
(B) (4). (B) (4). Bifurcation, excessively tortuous, calcified with 99% stenosis; damage to the stent.

Manufacturer narrative:
(B) (4). (B) (4). Bifurcation, excessively tortuous, calcified with 99% stenosis; damage to the stent.